Event description:
During the implant procedure, the left ventricular lead dislodged after it was placed in the patient. The physician attempted to reposition the lead after flushing it, however, the guidewire was unable to be inserted into the lv lead. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.